Event description:
Reporter alleged, the blood glucose monitoring inform system smells charred and there is a smell associated with the docking station that is associated with the system as well. The int'l MFR determined there is visible blackening and melted plastic around the connector pin contacts 3 and 4 of the system, which was stated to most likely be caused by fluid contact with the contacts. No actions were reported taken or treatment received. No other info regarding the event was provided. A request was made for the return of the suspect product and replacement product was sent.

Manufacturer narrative:
Event occurred in a foreign country.